Event description:
It is reported that the device was implanted in 2002. Patient fell while in the bathroom causing damage that required a revision. The device was revised post-op in 2003.

Event description:
It is reported that the device was implanted on october 28, 2002. Pt fell while in the bathroom causing damage that required a revision. The device was revised post-op in 2003.